Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right atrial (ra) lead had loss of capture (loc). Other lead diagnostics were within normal limits and the patient did not manifest any symptoms. Reprogramming was done and a chest x-ray was performed which confirmed that this lead had dislodged. They will re-evaluate the patient after a month. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that this patient underwent a surgical intervention where this lead was explanted. This lead is now out of service. No additional adverse patient effects were reported.

Event description:
--